Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board was recommended for replacement. A quote for repair has been issued but the customer to date has not approved the quote. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board was recommended for replacement. A quote for repair has been issued but the customer to date has not approved the quote.

Event description:
The hospital reported the unit alarmed and was not able to mechanically ventilate when the unit was first turned on. There was no report of patient involvement.